Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted an micl implantable collamer lens in a patient and soon after reported complications. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.